Event description:
It was reported that during a scheduled pacemaker generator replacement, visual inspection revealed insulation damage on both the right atrial (ra) and right ventricular (rv) leads. Pre-procedure device interrogation noted one episode of ra lead noise resulting in pacing inhibition. Subsequent electrical testing showed stable parameters for both leads. Both the leads were capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.